Event description:
It was reported by service report that the tracks and casters are worn. The worn tracks could potentially prevent the tracks from engaging properly with stairs. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
(B)(4): tracks.